Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that during an infusion of epinephrine 0.06mcg/kg/min, the syringe pump alarmed "communication error" at 0130. The pump stopped working and the clinician immediately transferred the infusion onto another pump. During this event, the patient's blood pressure dropped to 77/38 (mean arterial pressure of 55). The infusion dose was increased to 0.08mcg/kg/min. Patient returned to hemodynamic stability.

Manufacturer narrative:
Omit : a1601 - device alarm system (1012), g0600101 - alarm, audible. Correction: initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Additional information: describe event or problem, remedial action required, remedial action, imdrf annex a,b,c,d,g grid , DHR and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of epinephrine 0.06mcg/kg/min, the syringe pump alarmed "communication error" at 0130. The pump stopped working and the clinician immediately transferred the infusion onto another pump. During this event, the patient's blood pressure dropped to 77/38 (mean arterial pressure of 55). The infusion dose was increased to 0.08mcg/kg/min. Patient returned to hemodynamic stability. There was no patient harm.

Event description:
It was reported that during an infusion of epinephrine 0.06mcg/kg/min, the syringe pump alarmed "communication error" at 0130. The pump stopped working and the clinician immediately transferred the infusion onto another pump. During this event, the patient's blood pressure dropped to 77/38 (mean arterial pressure of 55). The infusion dose was increased to 0.08mcg/kg/min. Patient returned to hemodynamic stability. There was no patient harm.

Manufacturer narrative:
Correction : imdrf annex g codes. Omit: g04068 - holder, g02001 - antenna.